Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive power loss alarms and power error alarms. Customer also reported that display screen was blank. Customer's blood glucose was 52 mg/dl. Troubleshooting was performed and customer was given a series of instructions to follow and was advised to call back if issue was not resolved. Customer called back with the same issue and insulin pump was replaced.